Manufacturer narrative:
Initial reporter address: (B)(6).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had clear particle contamination. This issue was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to d9: date returned to MFR: 08/03/2022, previously submitted as 08/02/2022. H10: the device and two photographs were provided for evaluation. Unaided and magnification visual inspection of the sample was performed and did not identify any abnormalities that could have contributed to the reported condition. The second sample photo provided of the filled unit showed a ¿straight string-like¿ thin particle that appeared to be on the inside of the container. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.